Event description:
It was reported that this pacemaker declared a lead safety switch (lss) on the right atrial (ra) lead due to low out of range pacing impedances, measuring less than 200 ohms. After the lss, noise was oversensed, which resulted in inappropriate atrial tachy response (atr) episodes. The lead was reprogrammed. In addition, the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected and the device recorded noise in the daily ra lead impedance measurements. In the absence of a lead impairment, these measurements are indicative of a device hardware issue. Technical services (ts) discussed troubleshooting options to confirm lead integrity. Ts recommended device and/or ra lead replacement. Additional information was received which indicated that a revision procedure occurred. The ra lead was tested on the pacing system analyzer (psa) and the measurements were within normal limits. The pacemaker was explanted and replaced. The ra lead remains in service. No additional adverse patient effects were reported.